Event description:
The customer called to report repeated motor error alarms. The reported blood glucose reading was 253 mg/dl. The customer stated that the insulin pump was not exposed to any high magnetic fields. The customer was unable to rewind the insulin pump without getting the motor error alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic and motor assemblies. Unable to verify any alarms due to the blank display.